Event description:
Adverse event: "unexpected post-operative refraction" (postoperative refraction, unexpected). Product problem: "none reported" (no information). A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The iol was exchanged. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Optic had several small torn/split/cracked areas and two scrape marks in the center of the optic. A lens bench evaluation could not be conducted due to the optic damage. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage was not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B) (4). (B) (4). (B) (4).